Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and dislodgement occurred. The physician attempted to place a taxus express2 2.5 x 16mm drug eluting stent to the 99% stenosed lesion located in the calcified, severely tortuous distal right coronary artery (rca), but it was difficult to cross to a region of the shoulder of the rca. When the physician moved the stent delivery system (sds) back and forth, he noted that the proximal edge of the stent was lifted up. At this point he attempted to pull the sds back into the guide catheter, but the stent moved on the balloon. Upon the next attempt to remove the sds and the guide catheter, the stent dislodged in the radial artery. The physician attempted to snare it, but was unable to withdraw it. The patient was then transferred to another hospital to have the stent removed surgically; however, at this facility, the dislodged stent was removed using a gooseneck snare through the radial artery. The patient's condition post procedure is stable.